Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v432344, implanted: 2010-(B)(6), product type lead, product ID 3037, (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a urinary tract infection (uti). It was noted interventions consisted of medical or non-surgical therapy. It was stated the patient had discontinued from the trial on the same day. It was noted the outcome was ongoing. It was stated etiology consisted of a new illness, injury. It was noted the patient did not report any specific signs or symptoms and they discontinued the trial on the day of report.